Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 426 mg/dl at the time of call. The customer treated with manual injection for the hyperglycemic event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported hyperglycemic event or not and it was unknown whether the customer was using the pump auto mode/smart guard feature at the time of hyperglycemic event or not. The customer also reported loss of communication and issue was resolved. No further patient complications were reported. Troubleshooting was not performed for high blood glucose event due to customer declined. Insulin pump will not be returned for further analysis.